Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging label and the device hub. During visual inspection, the catheter shaft was seen to be flat/crushed 77cm from the hub. The catheter shaft was seen to be kinked 68cm from the hub. The catheter shaft was seen to be broken at 98cm, 101cm,106cmand 108cmfrom the hub. The catheter tip was seen to be flat/crushed. The catheter inner lining under the nitinol was seen to be damaged/twisted. Functional inspection was not carried out due to the damage seen on the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis . The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter was seen to be flat/crushed and kinked/bent. The catheter shaft was seen to be broken. The tip of the catheter was flat/crushed and catheter inner lining was seen to be damaged, therefore the as reported can be confirmed. The as reported and as analyzed event of catheter shaft kinked/bent will be assigned handling damage as this complaint appears to be associated with handling of the product or portion of the product upon removal of the product from the packaging / preparation of the product prior to use, a probable cause of handling damage was assigned. The as analyzed events of catheter shaft flat/crushed, catheter shaft broken/fractured during use, catheter tip flat/crushed and catheter damaged will be assigned procedural factors as the complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device revealed that subject catheter shaft broke/fractured during use. There was no clinical consequence to the patient.